Manufacturer narrative:
Product ID 977a260. Serial# (B)(4). Implanted: (B)(6) 2020. Product type lead. Product ID 977a260. Serial# (B)(4). Implanted: (B)(6) 2020 . Product type lead . Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4)., ubd: 09-mar-2024, UDI#: (B)(4). ; product ID: 977a260, serial/lot #: (B)(4)., ubd: 05-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's back is still hurting really bad for the past 3 days. The pt had turned stimulation up as high as she could take it but it is not helping. The pt stated she wanted to have the ins checked to make sure everything is working like it should. Pt stated she has an appt scheduled (B)(6) @ 11am. The pt verified that she has not had any events or traumas before this started. Patient services is sending a message to the local rep. Additional information was received from the patient. The reason for call was about a month or two ago the pt ins was not working right and the pt was having a lot of back pain. Pts medtronic rep teea had pt get a radiology and an x-ray done and they saw the leads moved for they feel down a little. Pt noted they had surgery yesterday and was told to call back teea today for a follow up. Ps emailed local field representative teea.